Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced autoreducing after a fall. Diagnostics indicated high impedances. As a result, surgical intervention may be undertaken to address the issue.